Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed falsely depressed calcium results on the architect c8000 analyzer. The following data was provided: initial 5.7, repeat 10.3 mg/dl. There was no impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The analysis concluded that corrective actions for error 0550 and error 3375 are not being performed as provided in the operations manual to ensure optimal performance of the analyzer. Multiple aspiration errors are indicative of inadequately prepared samples or an improperly functioning sample probe. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.